Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.